Event description:
It was reported that pt's (B)(6) lead exhibited invalid impedance reading on all contacts. Surgical intervention was undertaken to address this issue. Intraoperative testing found the lead extension to be the source of the problem. As such, the device was explanted and replaced. The reported impedance issues were resolved as a result.

Manufacturer narrative:
Eval: results: the complaint of "invalid impedance" was confirmed. As received, the extension failed continuity testing and all channels measured open. A number of broken wire ends were visible inside the header strain relief. As the outer tubing of the lead body of the extension was not breached, the fractured wires are consistent with being subject to stress while implanted. Additionally, the first electrode was detached and rotated inside the header. This likely occurred during the explant procedure. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.